Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, it is likely the foreign material remained due to the cleaning/reprocessing method. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. Reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device. G2 added user facility.

Event description:
The customer reported to olympus, the videoscope had a dirty light guide lens and the insertion part was crushed around 50cm from the tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object at the tip of the lighting lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of angle wire, bending angle in up direction did not meet the standard value. Connecting tube had a dent. Due to wear of angle wire, the play of up/down knob was out of the standard value. Bending section cover had a scratch. Adhesive on bending section cover had white-clouded area. Adhesives around objective lens had white-clouded area. Switch 2 had a scratch. Universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.